Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
It was reported the physician implanted a gore® cardioform septal occluder on (B)(6) 2021. On (B)(6) 2021, an atrial fibrillation was noted. Asprin was discontinued and eliquis was started. The arrhythmia resolved on (B)(6) 2021.